Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient had asystole for a few seconds because the external pulse generator (epg) was no longer pacing. The battery was replaced, and pacing was resumed. The caller questioned if the epg emits a tone when the battery is low, and technical services explained to the caller that there is no tone for a low battery but a light emitting diode (led). The patient subsequently received a permanent pacemaker. No further patient complications were reported as a result of this event.